Event description:
It was reported that connector c35-o disconnected from the mating component. The following information was provided by the initial reporter: material no.: 515070 batch no.: 2002101. It was reported that the c35-0 disconnected from the ICU clave needless access. C35-0 disconnected from the ICU clave needleless access during the chemo infusion. 5ml of high methotrexate was spilled during a long infusion.

Manufacturer narrative:
H6: investigation summary. Two photos were provided to our quality team for investigation. Through visual inspection, no damage or defects can be observed on the optima connector or luer threading that may have lead to the reported disconnection. A device history review was performed for lot 2002101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connector c35-o disconnected from the mating component. The following information was provided by the initial reporter: material no.: 515070, batch no.: 2002101. It was reported that the c35-0 disconnected from the ICU clave needless access. C35-0 disconnected from the ICU clave needleless access during the chemo infusion. 5ml of high methotrexate was spilled during a long infusion.